Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had an air leak. The issue was found during reprocessing for a therapeutic procedure. There was no patient harm reported. During evaluation, it was found that b30 scope communication error occurred with no image displayed. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to a leak in the instrument channel. There were few additional findings: the exera identification chip had no data transmission, all switch buttons were not working, the electrical continuity test failed, there was a cut on the charged coupled device shrink tube, the insertion tube had a dent, the control body had dry fluid, and the scope connector had dry fluid. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to biopsy channel leaking while the user was handling the device, and water invading the device which led to abnormality of electronic parts. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "- inspection of the endoscopic image" "- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. - if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. - if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage." Olympus will continue to monitor field performance for this device.